Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed in site #19 & #21 during a complex procedure on 10/14/96 in which the implants were placed between existing implants. They were removed on 1/16/97. The clinician reports that the patient did not take post-op antibiotics as described. He attributes the failures to stress in the patient's personal life.